Manufacturer narrative:
Evaluation is pending.

Event description:
In 2008, the sales representative reported that during surgery a piece of the extender sleeve had broken off. The surgeon was unable to retrieve the piece but did not notice it on x-ray and suspect it may have gone up the suction tube. Additional information received one week later, via telephone, the sales representative reported that it was not identified that the end sleeve was missing a pieces until the case was over, when the instrument was given to the scrub tech. Fluoroscopic x-ray did not show any findings of the missing piece. There was no surgical delay. The malfunction has resulted in a need to intervene in the past.